Manufacturer narrative:
Investigation summary: bd received two (2) samples for investigation from each lot. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, nineteen (19) retention samples from each lot were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 2 lots of bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes are underfilling. Patient information was unable to be obtained, it was reported that issue occurred with 200 tubes from each lot. The following information was provided by the initial reporter: the blood collection tubes are not filled properly. This has caused that the samples are not analyzed and returned from the lab. Lab has returned the samples due to insufficient sample volume.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2227716. D.4. Medical device expiration date: 29-feb-2024. H.4. Device manufacture date: 15-aug-2022. D.4. Medical device lot #: 2333390. D.4. Medical device expiration date: 31-may-2024. H.4. Device manufacture date: 29-nov-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 lots of bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes are underfilling. Patient information was unable to be obtained, it was reported that issue occurred with 200 tubes from each lot. The following information was provided by the initial reporter: the blood collection tubes are not filled properly. This has caused that the samples are not analyzed and returned from the lab. Lab has returned the samples due to insufficient sample volume.